Manufacturer narrative:
Product event summary: the controller one controller ac adapter and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A visual inspection of the controller under 10x magnification revealed hairline cracks around power port one . An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Additionally, failure analysis of the four batteries and controller ac adapter revealed tears on the output cables leading to exposed wires. The damage that was observed was likely due to wear and/or due to the handling of the device. Functional testing of the returned batteries revealed abnormalities relating to the relative state of charge (rsoc); the batteries were not estimating the capacity accurately. However, this could not be verified in the log files due to the controller not being able to read battery capacities during the critical battery alarms. Log files were able to be downloaded, as a result, the reported data transfer error event could not be confirmed. Log file analysis revealed multiple critical battery alarms logged with an incorrect date stamp and no battery capacity, ID, or cycle count. As a result, the reported real time clock error event was confirmed. Functional testing revealed that the controller was unable to communicate with external batteries on both power ports, resulting in critical battery alarms. Internal inspection of the controller revealed a damaged diode on the communication line pertaining to power port two. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries was damaged. As a result, the controller was unable to determine the capacity of the battery, causing the controller to trigger a critical battery alarm. The reported erroneous critical battery alarms and real time clock error were confirmed. The root cause is damage to the integrated circuit in charge of the communication fu nctions in the controller. This damage can be attributed to the exposed wires of the power sources contacting the communication lines of the controller at the power port connectors. Additional products: d4: serial #: (B)(6). D10: yes, return date: 23-sep-2019. H3: yes. Dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112 h6: FDA results code(s): 104, 180 h6: FDA conclusion code(s):19, 4307. Additional products: d4: serial #: (B)(6). D10: yes, return date: 23-sep-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 104, 180 h6: FDA conclusion code(s):19, 4307. Additional products: d4: serial #: (B)(6). D10: yes, return date: 23-sep-2019 h3: yes. Dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112 h6: FDA results code(s): 104, 180 h6: FDA conclusion code(s):19, 4307 additional products: d4: serial #: (B)(6). D10: yes, return date: 23-sep-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 104, 180 h6: FDA conclusion code(s):19, 4307 d4: serial #: (B)(6)/ expiration date: 31-dec-2017 d10: yes, return date: 23-sep-2019 h3: yes dev rtn to MFR? Yes h4: mfg date: 02-dec-2016 h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. B1 corrected from product problem to adverse event and product problem b2 selected hospitalization h1 corrected from malfunction to serious injury investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery model #: 1650/ catalog #: 1650 / expiration date: 31-mar-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-mar-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650/ catalog #: 1650 / expiration date: 31-mar-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-mar-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650/ catalog #: 1650 / expiration date: 31-mar-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-mar-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650/ catalog #: 1650 / expiration date: 31-mar-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-mar-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller ac adapter model #: 1425us / catalog #: 1425us / expiration date: unk / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller, the batteries, and the controller alternating current (cac) adapter exhibited erroneous critical battery alarms and were not providing power. After switching several power sources, there was no resolution to the alarm, so the patient was hospitalized for evaluation and monitoring. The controller exhibited real time clock error and was unable to transfer data once connected to the monitor. The batteries and the cac adapter were replaced, and the controller was exchanged. No patient complications have been reported as a result of this event.